Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "severe structural deterioration of small aortic bioprostheses treated with valve-in-valve transcatheter aortic valve implantation" authors tomasz stankowski et al. It was reported that there were three (3) valve-in-valve procedures performed within three (3) edwards perimount valves due to degeneration leading to severe stenosis and/or significant regurgitation after unknown implant durations. Non-edwards valves were implanted within the edwards surgical valves using the transfemoral access.